Event description:
It was reported that the customer experienced an ongoing blood glucose (bg) level in the 30s mg/dl. Due to the bg level the customer loss consciousness and fell. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer required assistance consuming "apple juice and glucose tablets" to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to the customer¿s settings requiring adjustments., customer acknowledge and understood. Customer updated their pump settings to address the event and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin."